Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Troubleshooting options were discussed and recommended. The plan is to evaluate the patient in the clinic. Currently, this product remains in service and no adverse patient effects were reported.